Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) has been confirmed. Upon investigation, rear response button was intermittently functioning. The cause of this failure was the rear response button had a creased trace. Additionally, the monitor had a bent pin 1 in the j1001 on the ca board, causing an intermittent connection. The root cause of the non-functional response button cannot be positively identified. The root cause for the bent pin was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.